Event description:
Patient was revised to address pain. Update - (B)(4) 2013 - litigation papers received. In addition to pain, it is alleged that the patient suffers from elevated levels of cobalt chromium metal ions.

Manufacturer narrative:
Added: event/problem description, date received by manufacturer. The investigation has been reopened due to receiving litigation information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Added PMA/510k number, corrected manufacturing facility and number; new (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address pain. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (left hip). Update 01/22/2013 - litigation papers received. In addition to pain, it is alleged that the patient suffers from elevated levels of cobalt chromium metal ions. Update 10/04/2013 - pfs and medical records received. Upon revision, 'gray-brown necrotic looking material' was noted. There is no new additional information that would affect the existing MDR decision. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
**Update** (B)(4) 2013- pfs and medical records received. Upon revision, 'gray-brown necrotic looking material' was noted. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges dislocation, metal wear and metallosis. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.